Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The sheath was inserted into the right atrium, the non abbott transseptal puncture wire (accusafe manufactured by synaptic medical) was inserted into the dilator, transseptal puncture was performed, and the sheath was inserted into the left atrium and the procedure proceeded. However, blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11 one 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.